Event description:
Reporter indicated a pt's vns generator was felt to be "going haywire" and the pt needed to go to a hospital emergency room for treatment. The pt used the vns magnet to disable the device. Attempts for further info are in progress.